Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/05/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was not in advanced position. The cartridge was correctly engaged into lower body of the pcb00 device with the cap on. No assembly error and or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was correctly positioned on the lens storage of the device. The reported foreign material (hair on lens) could not be identified. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damages, or other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient involvement reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a hair was found on an intraocular lens (iol). No patient involvement was reported. A four (4) minutes delay in the procedure was reported. No further information was provided.